Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of greater than 500 mg/dl, with mild to moderate ketones. The customer reported air bubbles were observed in the tubing. Reportedly, the customer performed a supply change to resolve the issue, and delivered a bolus to address the bg level. The customer continued using the pump for insulin therapy.